Event description:
The customer contacted physio-control to report that there was an event code logged in the device's memory. The event code logged can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report should indicate: device identifier number is (B)(4).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that there was an event code logged in the device's memory. The event code logged can indicate that the AED function of the device may be inoperable. As a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no report of patient use associated with the reported event.